Event description:
It was reported that a patient¿s battery had ¿burnt up¿ in about two months. It was explained that the patient had been very unhappy. Patient name had been found, and it was reported that the battery had gone dead under normal use.

Manufacturer narrative:
(B)(4).